Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged ar-5400-04, batch number: 052317, was received for investigation. Visual evaluation noted discoloration and damage to the threads. Functional testing of the device to known good ar-5400-02 found no issues with the threads, and the devices were able to mate securely. No problem found. Refer to investigation photos. Complaint allegation is not confirmed.

Event description:
On 03/03/2025, a sales representative reported via (B)(4) that an ar-5400-02 vip¿ glenoid targeter handle slid even though both nuts were secured tightly. Ar-5400-04 vip¿ glenoid targeter locking nut, and a second nut from the ar-4500-s set. This occurred during a reverse shoulder arthroplasty on (B)(6) 2025. Additional information was provided on 03/04/2025 where the sales representative stated the arms that didn¿t hold in place were 10,12,15,18,25. Clarification: it was reported that the targeter arms, ar-5400-10, ar-5400-12, ar-5400-15, ar-5400-18, and ar-5400-25 were sliding on the handle, despite both nuts being securely tightened.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.